Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; not (B)(6) 2011 as previously reported. Correction: the correct date of event, date of the initial report and the date received by manufacturer is (B)(6) 2011; not (B)(6) 2011 as previously reported. Device is not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced headaches with and without device use, and the issue could not be resolved. The device was explanted (B)(6) 2011. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).